Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch ultralink meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 3:30 on (B)(6). The patient reported obtaining blood glucose readings of 282 and 230mg/dl on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient manages their diabetes with a combination of medication, including insulin, pills, diet and exercise. The patient reported continuing to take their usual dose of insulin in response to the reported high readings. The patient reported that one and a half hours later they developed symptoms of ¿sweating and fast heartbeat¿. The patient denied receiving any treatment for these symptoms. The patient also reported obtaining a blood glucose reading of 42mg/dl on the subject meter. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.